Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data:a2, b5, d4, d9, h3, h4, h6.

Event description:
Patient reported a suspected right side device rupture and suspected capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Patient reported a suspected device rupture and suspected capsular contracture, baker grade unknown. The affected side is unknown. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: date removed as it did not align with the manufacture date of the device. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a suspected right side device rupture and suspected capsular contracture, baker grade unknown. Device has been explanted.